Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection and erosion. Reportedly, the patient was scheduled for pocket revision since pacemaker is close to eroding. All available information indicates that as of this time, the crt-d remains in service. There were no additional adverse patient effects reported.